Event description:
Access vessel punctured and dilated to 8 fr. Some calcification was present in the vessel noted during access. Sheath was placed in the pt's left femoral artery for access. During the bi-fem procedure, the introducer hub separated from the sheath material. The sheath was gradully pulled out in sections, however, a cut down of the vessel was required to remove the distal portion of the separated sheath.